Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited increasing impedance measurements on the daily measurements greater than 2000 ohms. This lead will be monitored and to date, no adverse patient effects were reported. Additional information was received that this lv lead continued to be monitored for high impedance measurements. During a clinic evaluation, programming optimization of pacing from the lv tip to the right ventricular (rv) ring revealed normal impedance measurements of 750 ohms with other measurements within normal limits. This lead will continue to be monitored. No adverse patient effects were reported.